Event description:
It was reported that during a stent graft placement procedure via brachial access, the stent was allegedly disassembled in the valve. It was further reported that the balloon was allegedly found without the stent. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestream products that are cleared in the us. The pro code and 510k number for the lifestream 5f vascular stent products is identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2024) device not returned.